Event description:
A zoll distributor returned electrode belt sn (B)(4) indicating that the electrode belt failed incoming functionality testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the electrode belt was unable to connect to a monitor. The cause for the failure was isolated to a damaged trunk cable connector. The connector was cracked and deformed. The root cause for the damaged connector could not be positively identified but was likely excessive force. No adverse event resulted from the defective electrode belt.